Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint that IV tubing broke at an area of hard plastic with no connection piece could not be verified due to the product not being returned for failure investigation. Device history record review for model mx4452 lot number 23099207 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
E1: initial reporter facility name- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) and stopcock was damaged. The following information was received by the initial reporter with the following verbatim: IV tubing broke at an area of hard plastic with no connection piece. It was between the two stopcocks. The replacement tubing had a loose connection when it came out of the packaging and ended up leaking fluid all over the floor. This caused a delay in the or getting the patient to sleep.